Manufacturer narrative:
UDI - (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. Reporter's phone number: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the handpiece device was not functioning and was defective. It was noted that the magnetic detector of the trigger was broken, did not rotate, and the device did not work. It was further determined that the device failed pretest for check proper function of the triggers, check of free moving, check fitting of the lids, check function of all modes, check response of on/off trigger. It was noted in the service order that the device did not turn anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: upon further evaluation from (B)(4) it was observed that the bearings of the handpiece device were not functioning and were defective. It was further determined that the device failed pretest for check for leakage, check the attachment coupling, and check for free movement. The assignable root cause was determined to be due to improper handling, which is user error/ misuse/ abuse. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: UDI (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (jun 2, 2010) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.